Event description:
It was reported that during set up, was difficult to insert the drill into the handpiece. It was almost like the drill was slightly too big for the handpiece. When tried to home, the drill didn't even seem to move in the handpiece and homing failed. A new drill and long attachment were used, but this also failed. Finally, the handpiece was switched out and was able to home successfully. No surgical delay or patient injury was reported. Results of investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for investigation. The customer reported that there was difficulty inserting the drill/long attachment into the navio handpiece. Once they were able to insert the drill/long attachment, there was a homing failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The initial visual/functional investigation found that: the drill guide support was damaged and no longer perfectly circular. There were numerous handpiece homing failures (over 10) and each one failed due to travelling less than the expected distance. This confirmed that the contributing factor was the bent distal tip of the handpiece. This problem was replicated 5 times in house during functional testing. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.